Event description:
It was reported that the patient experienced a decrease in pain coverage. A catheter access port (cap) contrast study was performed on (B)(6) 2012. Results were the catheter was not patent; partially occluded. It was noted that battery depletion was impending. The pump and catheter were replaced and the pouch was evacuated on (B)(6) 2012. The pump and catheter were disposed of according to biohazard instructions. Patient outcome noted as resolved without sequelae. The pump was delivering dilaudid and bupivacaine.

Event description:
Additional information received reported that the segment of the catheter that pertained to the reported event was the 'intrathecal portion'. Further reported was that the pump was found to be at its end of service (eos) timeframe.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4), catheter: model# 8709, lot# j10875r13, implanted: 2001 (B)(6), explanted: unk. Accessory: model# 8577, lot# n059002, implanted: 2006 (B)(6), explanted: unk. (B)(4).